Event description:
It was reported that a malfunction alarm, identified as malfunction code 9, occurred with the customer's device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support if the issue occurs again. The customer understood and acknowledged the instructions.